Event description:
It was reported that the catheter was inserted on (B)(6) 2010, into an (B)(6) old male patient 23 days prior to this occurrence in the dialysis room. On (B)(6) 2010, while in the hospital ward, the nurse found the catheter leaking two places on the proximal extension line and stated that there was no leak, the day before. As a result, a new kit was opened and used without issue. The medication being administered was heparin and the insertion site was the femoral vein. There was no reported delay, death or complications to the patient.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.